Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had been having abnormal bathroom habits without a working device. They stated they did have outpatient surgery and it may also be due to the pain medication. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their weight at the time of the event and an updated event date. They stated their programmer was stolen and the replacement device resolved the issue. No patient complications were reported as a result of this event.